Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated with evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that an rt340 adult dual-heated with evaqua breathing circuit had a disconnected heater wire and a faulty expiratory limb. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a distributor that an rt340 adult dual-heated with evaqua breathing circuit had a disconnected heater wire and a faulty expiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated with evaqua breathing circuit was not returned to fisher & paykel healthcare for investigation, as it was lost by the distributor. Without the complaint device, we are unable to verify the alleged fault nor determine the root cause of the incident. An attempt was made to obtain further information about the reported incident; however, the information that we received from the hospital was not sufficient to conclude the root cause of the reported fault. All adult breathing circuits are visually inspected before leaving the production line, and those that fail are rejected. Our user instructions that accompany the rt340 adult breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Check that the heater wire is evenly distributed along the circuit and not bunched or kinked." "Set appropriate ventilator alarm."